Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Codes added. Reported event: an event regarding abnormal ion levels and pain involving a citation stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating:no clinical or pmh, no patient demographics, no primary tha op report, no serial. X-rays, no exam of explanted components, no lab or pathology reports. Based upon the information available for review, no confirmation of the event description or preparation of a medical report is possible for this case." Conclusions: it was reported that patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. H3 other text : device not returned

Manufacturer narrative:
Device info added. An event regarding abnormal ion levels and pain involving a citation stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.